Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used redo single lumen tpn catheter set was returned to cook for evaluation. Upon visual inspection, separation of the inner and outer tubing was noted. The wing fitting appeared to have come loose from the silicone cover. A replacement patch was noted. There is no evidence to suggest the complaint device was not manufactured to specification. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the complaint lot (9604847) and related catheter component lot (ni9604846) revealed no related non-conformances. A database search found this to be the only event associated with the provided complaint device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. Cook also reviewed product labeling. The set is supplied with IFU c_t_tpn_rev7, which includes the following warning: "extreme caution must be used in placement and monitoring." Based on the information provided, evaluation of the returned product, and the results of our investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tube of a redo single lumen tpn catheter set "snapped when pulled" during placement. Intravenous nutrition was the reported indication for placement of the catheter. No adverse effects to the patient have been reported. Additional information regarding the event has been requested but is unavailable at the time of this report.